Event description:
This system was extracted due to pain and discomfort at the ICD site and diaphragmatic stimulation. A new system has not been implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.